Manufacturer narrative:
Evaluation method: film evaluation. Evaluation results: inherent risk of procedure (migration), patient's condition affected effectiveness of device (anatomy related; angulated neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; angulated neck).

Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 7 months ago. Aneurysm morphology from the time of implant was not reported. It was reported that the physician placed a 202085 aneurx in the very small neck and then placed a 22 bifurcated stent graft downstream beyond the bend. The neck has gotten worse; however, there is about 15mm of sealable neck below the left renal as the 202085 has migrated due to the angulated aortic neck. Endurant cuffs were placed for more overlap successfully. Small blush was present but not filling the aneurysm sac. The physician was satisfied with the result. No additional clinical sequelae were reported, and the patient is fine. A review of returned films post-implant show that the cuff and bifurcate have both migrated (appears as a unit) to the aneurysm sac, and there is a large proximal type I endoleak. The proximal neck is severely angulated (2-90 deg bends). The stent graft is not kinked and is patent. Pre-implant films were not provided. Secondary angiogram films show that an endurant cuff was placed between the renals and aneurx cuff/bifurcated stent graft; an unknown blush type endoleak was seen in the angulated bend just proximal to the aneurx cuff.